Event description:
Device malfunction: unk. Symptoms/ae: restenosis. Time of symptoms/ae: three months post procedure. It was reported that three months post rx acculink placement in the right internal carotid artery, a doppler study indicated possible restenosis. An mra was performed nine days later confirming the restenosis. An xact stent was implanted within the rx acculink thirteen days later. No further info is available.

Manufacturer narrative:
The device remains in the pt the lot number was provided. A review of the device history record did not produce any findings relevant to this report.